Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely and then came into clinic for a follow up. Review of the transmissions and then interrogation of the device revealed that there was noise on the right atrial lead. The device was reprogrammed to address the noise, and the patient was in stable condition.